Manufacturer narrative:
G4: premarket / 510(k): k111295, k162350.

Event description:
It was reported that the device was stuck with the guidewire. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. During the procedure, the device became stuck with a 0.014 non-boston scientific guidewire. The catheter and guidewire were removed as a single unit, and it was observed that the guidewire lumen was compressed. The guidewire was subsequently separated from the catheter outside the body. The procedure was completed with another of same device. There were no patient complications as a result of this event.